Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("malposition of essure device/ abnormal position left essure coil") and pelvic pain ("pain") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included uterine bleeding. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), alopecia ("hair loss"), abdominal pain ("cramping"), menstruation irregular ("irregular cycles"), polymenorrhoea ("polymenorrhea"), abdominal distension ("bloating") and weight increased ("weight gain"). The patient was treated with surgery (she had bilateral salpingectomy) and surgery (she had bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, alopecia, abdominal pain, menstruation irregular, polymenorrhoea, abdominal distension and weight increased outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, device dislocation, dysmenorrhoea, dyspareunia, menorrhagia, menstruation irregular, pelvic pain, polymenorrhoea, vaginal haemorrhage and weight increased to be related to essure. Concerning the injuries reported in this case, the following ones were described in patient's medical records, confirming: irregular cycle, pelvic pain, dysmenorrhea, dyspareunia, device dislocation, bloating, weight gain, abdominal cramping and hair loss. Most recent follow-up information incorporated above includes: on 18-jun-2018: information from pfs and mr. New reporters added. Case medically confirmed. New events added: abnormal bleeding (vaginal, menorrhagia), malposition of essure device/ abnormal position left essure coil, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), hair loss, cramping, irregular cycles, polymenorrhea, bloating, weight gain. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("malposition of essure device/ abnormal position left essure coil"), pelvic pain ("pain"), sjogren's syndrome ("aitoimmune disease") and rheumatoid arthritis ("rheumatoid arthritis") in an adult female patient who had essure (batch no. 901328) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, paratubal cyst, lower abdominal pain and anemia. Concurrent conditions included uterine bleeding, body mass index normal and sjogren's syndrome (shilgrens syndrome). Concomitant products included fluticasone propionate (flonase), hydroxychloroquine, meloxicam and methylprednisolone. On (B)(6) 2012, the patient had essure inserted. In july 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), mood swings ("hormonal changes describe: mood swings"), hot flush ("hormonal changes describe: hot flashes"), anaemia ("blood or heart disorder/condition type: anemic / anemia"), vaginal discharge ("vaginal discharge"), arthralgia ("joint pain"), pain in extremity ("pain in extremities"), back pain ("lower back pain") and gastrointestinal disorder ("gastrointestinal disorder or digestive disorder"). In december 2012, the patient was found to have weight increased ("weight gain"). In 2013, the patient experienced alopecia ("hair loss") and miliaria ("rashes or skin conditions type: rashes"). In 2014, the patient experienced nausea ("nausea"), amnesia ("neurological conditions or problems type: memory loss"), incontinence ("bladder or urinary problems or changes: incontinence"), migraine ("migraines"), headache ("headaches"), vision blurred ("blurred vision"), crying ("cry") and chronic sinusitis ("chronic sinusitis"). In 2015, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal), type:uti") and gingivitis ("dental problems / gingervitis"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), sjogren's syndrome (seriousness criterion medically significant), rheumatoid arthritis (seriousness criterion medically significant), abdominal pain ("cramping"), menstruation irregular ("irregular cycles"), polymenorrhoea ("polymenorrhea"), abdominal distension ("bloating"), vaginal infection ("infection (bladder/ urinary tract/vaginal), type: vaginal infection"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: anxiety") and fatigue ("fatigue"). The patient was treated with surgery (she had bilateral salpingectomy and she had bilateral salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, rheumatoid arthritis, vaginal haemorrhage, menorrhagia, dysmenorrhoea, menstruation irregular, polymenorrhoea, abdominal distension, mood swings, hot flush, urinary tract infection, vaginal infection, depression, anxiety, miliaria, anaemia, nausea, gingivitis, amnesia, vaginal discharge, incontinence, migraine, headache, vision blurred, crying, chronic sinusitis and gastrointestinal disorder outcome was unknown, the pelvic pain, abdominal pain, arthralgia, pain in extremity and back pain was resolving and the sjogren's syndrome, dyspareunia, alopecia, weight increased, female sexual dysfunction and fatigue had resolved. The reporter considered abdominal distension, abdominal pain, alopecia, amnesia, anaemia, anxiety, arthralgia, back pain, chronic sinusitis, crying, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, gingivitis, headache, hot flush, incontinence, menorrhagia, menstruation irregular, migraine, miliaria, mood swings, nausea, pain in extremity, pelvic pain, polymenorrhoea, rheumatoid arthritis, sjogren's syndrome, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred and weight increased to be related to essure. The reporter commented: current weight 127 lbs diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.4 kg/sqm. Ultrasound scan vagina - in 2017: . Concerning the injuries reported in this case, the following ones were described in patient's medical records, confirming: irregular cycle, pelvic pain, dysmenorrhea, dyspareunia, device dislocation, bloating, weight gain, abdominal cramping and hair loss most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Lot no. Added. Events: hormonal changes describe: mood swings, hot flashes, infection (bladder/ urinary tract/vaginal), type:uti, vaginal, apareunia (inability to have sexual intercourse), psychological or psychiatric problems condition: depression,anxiety, rashes or skin conditions type:heat rashes, blood or heart disorder/condition type: anemic, nausea, neurological conditions or problems type: memory loss,vaginal discharge, fatigue, , bladder or urinary problems or changes, migraines / headaches, blurred vision , cry, gastrointestinal disorder, autoimmune disease, gingivitis, lower back pain, incontinence, extremities pain, joint pain, were added. Outcome of event: pain, fatigue, hair loss, weight gain, painful intercourse , autoimmune disease were updated. Medical history , concomitant drugs were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("malposition of essure device/ abnormal position left essure coil"), pelvic pain ("pain"), sjogren's syndrome ("aitoimmune disease") and rheumatoid arthritis ("rheumatoid arthritis") in an adult female patient who had essure (batch no. 901328) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, paratubal cyst, lower abdominal pain and anemia. Concurrent conditions included uterine bleeding, body mass index normal and sjogren's syndrome (shilgrens syndrome). Concomitant products included fluticasone propionate (flonase), hydroxychloroquine, meloxicam and methylprednisolone. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), mood swings ("hormonal changes describe: mood swings"), hot flush ("hormonal changes describe: hot flashes"), anaemia ("blood or heart disorder/condition type: anemic / anemia"), vaginal discharge ("vaginal discharge"), arthralgia ("joint pain"), pain in extremity ("pain in extremities"), back pain ("lower back pain") and gastrointestinal disorder ("gastrointestinal disorder or digestive disorder"). In (B)(6) 2012, the patient was found to have weight increased ("weight gain"). In 2013, the patient experienced alopecia ("hair loss") and miliaria ("rashes or skin conditions type: rashes"). In 2014, the patient experienced nausea ("nausea"), amnesia ("neurological conditions or problems type: memory loss"), urinary incontinence ("bladder or urinary problems or changes: incontinence"), migraine ("migraines"), headache ("headaches"), vision blurred ("blurred vision"), crying ("cry") and chronic sinusitis ("chronic sinusitis"). In 2015, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal), type:uti") and gingivitis ("dental problems / gingervitis"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), sjogren's syndrome (seriousness criterion medically significant), rheumatoid arthritis (seriousness criterion medically significant), abdominal pain ("cramping"), menstruation irregular ("irregular cycles"), polymenorrhoea ("polymenorrhea"), abdominal distension ("bloating"), vaginal infection ("infection (bladder/ urinary tract/vaginal), type: vaginal infection"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: anxiety") and fatigue ("fatigue"). The patient was treated with surgery (she had bilateral salpingectomy and she had bilateral salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on(B)(6) 2017. At the time of the report, the device dislocation, rheumatoid arthritis, vaginal haemorrhage, menorrhagia, dysmenorrhoea, menstruation irregular, polymenorrhoea, abdominal distension, mood swings, hot flush, urinary tract infection, vaginal infection, depression, anxiety, miliaria, anaemia, nausea, gingivitis, amnesia, vaginal discharge, urinary incontinence, migraine, headache, vision blurred, crying, chronic sinusitis and gastrointestinal disorder outcome was unknown, the pelvic pain, abdominal pain, arthralgia, pain in extremity and back pain was resolving and the sjogren's syndrome, dyspareunia, alopecia, weight increased, female sexual dysfunction and fatigue had resolved. The reporter considered abdominal distension, abdominal pain, alopecia, amnesia, anaemia, anxiety, arthralgia, back pain, chronic sinusitis, crying, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, gingivitis, headache, hot flush, menorrhagia, menstruation irregular, migraine, miliaria, mood swings, nausea, pain in extremity, pelvic pain, polymenorrhoea, rheumatoid arthritis, sjogren's syndrome, urinary incontinence, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred and weight increased to be related to essure. The reporter commented: current weight 127 lbs diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.4 kg/sqm. Ultrasound scan vagina - in 2017: . Concerning the injuries reported in this case, the following ones were described in patient's medical records, confirming: irregular cycle, pelvic pain, dysmenorrhea, dyspareunia, device dislocation, bloating, weight gain, abdominal cramping and hair loss lot number: 901328, manufacturing date: 2011-09, expiration date: 2014-09. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-mar-2019: quality safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure implant). Essure was removed in (B)(6) 2017. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.